Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, the patient experienced a signal loss from their dexcom sensor in the morning. The patient had a scheduled appointment with their doctor that same day. During the appointment, the doctor observed symptoms of confusion and dry mouth. A fingerstick was performed, revealing a blood glucose (bg) level of 688 mg/dl, while the dexcom sensor continued to show signal loss. The patient was immediately taken to the emergency room and treated with intravenous insulin and fluids. The patient was discharged after approximately six hours. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available